Event description:
It was reported that at the device replacement procedure, the right ventricular (rv) lead had a high current measurement that was consistent with insulation degradation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).